Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the error appeared, calibration required. It is unknown that if patient involvement.

Event description:
The customer contacted philips healthcare to request for calibration for their annual audit. There was no reported patient involvement.